Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree plus endoscope to perform failure analysis. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding.

Event description:
It was reported that during a da vinci-assisted tarup ventral hernia surgical procedure, when the 30-degree plus endoscope rotated in the abdomen, the image was inverted when it rotated left and right. The 30-degree plus endoscope would no longer rotate properly on its axis and was stuck stiffly. The 30-degree plus endoscope image inverted while it was twisted left and right. The endoscope did not rotate properly on its axis. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: at the time of the event, an abdominal hernia was performed. The procedure was a cicatricial hernia. The image was reversed, and the endoscope did not move freely and uncontrollably. The image did not rotate and was very stiff. Mixed up left and right. The event involved a reverse control of the system arms (e.g. Master goes left, instrument goes right). In addition, the issue occurred while rotating. The surgeon confirmed the desired orientation when the endoscope was installed and there was an indication of image orientation given to the user through the user interface. The problem was resolved grabbing a new endoscope and the procedure was completed with a spare endoscope.